Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: device code 1069 is used to capture the reportable event of handle cannula break. Block h10: visual analysis found the device was returned cut at the proximal section. The handle cannula was detached from the handle and it was moved out inside of the coil. In order to inspect the handle cannula, it was removed from the coil. The dimples were visible on the handle cannula and were properly located. Additionally, drag marks were present from the proximal and distal screw toward the proximal end as the cannula has been forcibly pulled out from the set screws. The handle label was removed exposing the set screws which were found to be present in the handle assembly. The basket wires and tip did not present any visual damage or abnormalities. The tip is attached to the basket wires assembly. The distal screw and proximal screw depth were measured and found within specification. Based on all available information, this device met all manufacturing requirements and no abnormalities were during the manufacturing process. The issue occurred during procedure, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Patient anatomy and customer maneuvering to reach the intended locations can add more resistance to the device at the moment to actuate the handle. The drag marks observed in the handle cannula indicates that a lot of force was applied to the handle to crush the stone/retract the basket. This condition can lead handle cannula break. It is most likely that during the use of the device the finger ring could have received tensile and/or compressive force(s) applied parallel to the length of the device; detachment of the handle cannula assembly can occur when force is applied perpendicular to the finger ring/handle assembly. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the front of the device was fractured. A photo submitted by the customer shows the handle cannula was broken and the sheath appeared to be cut by the customer. The basket was able to be removed from the patient without any intervention. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the front of the device was fractured. A photo submitted by the customer shows the handle cannula was broken and the sheath appeared to be cut by the customer. The basket was able to be removed from the patient without any intervention. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.